Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment with approximately 45 minutes of runtime remaining. The blood leak was visually observed at the connection between the combiset bloodlines and the (B)(4) optiflux dialyzer. There was no defect or damage noted on the bloodlines nor the dialyzer. There were no issues identified during prime. The treatment was setup by an experienced member of the nursing staff and verified by the cm prior to treatment initiation. The cm stated during followup that the nurse who setup treatment observed the bloodlines to "feel softer¿ than usual. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It could not be confirmed at the time of followup whether the patient completed treatment that day or ended treatment when the blood leak was found. The bloodlines are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a3.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment with approximately 45 minutes of runtime remaining. The blood leak was visually observed at the connection between the combiset bloodlines and the f180nre optiflux dialyzer. There was no defect or damage noted on the bloodlines nor the dialyzer. There were no issues identified during prime. The treatment was setup by an experienced member of the nursing staff and verified by the cm prior to treatment initiation. The cm stated during followup that the nurse who setup treatment observed the bloodlines to "feel softer¿ than usual. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It could not be confirmed at the time of followup whether the patient completed treatment that day or ended treatment when the blood leak was found. The bloodlines are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the manufacturer received a sample from the customer without original packaging or labeling. The sample was visually inspected and found to be within specification. The sample was also tested and worked as intended . A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The manufacturer evaluation was not able to confirm the reported failure mode.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment with approximately 45 minutes of runtime remaining. The blood leak was visually observed at the connection between the combiset bloodlines and the f180nre optiflux dialyzer. There was no defect or damage noted on the bloodlines nor the dialyzer. There were no issues identified during prime. The treatment was setup by an experienced member of the nursing staff and verified by the cm prior to treatment initiation. The cm stated during followup that the nurse who setup treatment observed the bloodlines to "feel softer¿ than usual. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It could not be confirmed at the time of followup whether the patient completed treatment that day or ended treatment when the blood leak was found. The bloodlines are available to be returned to the manufacturer for physical evaluation.